Manufacturer narrative:
Date of event - not provided. (B)(4). The system was evaluated by a field service engineer. The field service found an issue with the cone rail. Field service cleaned balanced salt solution (bss) out of cone rail. Cones slide smoothly now. Z calibration was in spec but on the thinner side of the scale, thickened flaps a bit. No further problems at this time. The unit complies with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that their intralase flap thicknesses were thinner than expected. No patient harm; all flaps lifted and excimer completed. Per follow-up, customer reported that a patient required re-floating of their flaps secondary to thin flaps. Following flap refloat, all 2 eyes were 20/20 or better on postoperative exam on (B)(6) 2018.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.